Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the procedure for adjusting the color balance was incorrect or the correction value was incorrect. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.6 inspection of combined functions with related equipment" as follows: "checking afi observation mode: in order to correctly display the colors of the endoscope image in afi observation mode, the afi color balance must be adjusted before using this product for the first time. For instructions on how to adjust afi color balance, please refer to the ``electronic attached document'' and ``instruction manual'' of the video system center and afi color balance cap (maj-1588)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported issue of coating material peeling was likely due to stress from use over time, external factors, reprocessing processes, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera bronchovideoscope had a blurry image. The device was returned to olympus medical for evaluation. During examination, the insertion section was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (blurry image) was not confirmed. Examination showed the connector cover did not meet with electrical insulation standards; the angulation control angle did not meet with specifications; the instrument channel was buckled; the bending section adhesive was chipped; the image guide coil was collapsed, buckled and corrugated; the connector was corroded; the control section was broken; and the universal cord was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.